Event description:
It was reported that a system error 2240 (air in set) alarm occurred on the homechoice (hc) machine during drain three of four of peritoneal dialysis therapy. There was nothing found during troubleshooting that would cause or contribute to the alarm. The power was cycled to clear the alarm and the patient planned to notify their nurse of the event. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The patient was prescribed multiple product codes for the cassette. The product code and lot number of the product used by the patient is unknown; however, the two product codes share a common brand name and 510k number which have been provided. Should additional relevant information become available, a supplemental report will be submitted.